Event description:
Thirteen days following the placement of two cypher stents, the patient present with chest pain. The patient was taken for another angiogram, which revealed that the 2.5 x 18mm cypher had fractured. During this procedure it is noted that the stent had been placed in a "difficult spot" with a nearly 90 degree angulation. The cypher as "hinging back and forth with every heart beat". This was treated with bare metal stent placement (tecnic 3.5 x 9mm) over the split and the patient had experienced no additional complications.